Event description:
The complainant has reported, that a female pt (age unknown) underwent a therapeutic ureteroscopy in 2007. Placement of the carson zero tip balloon dilatation catheter was verified under fluoroscopy. The clinician indicated, that the balloon was "leaking and not holding pressure". As the balloon was being inflated, a 'pop' was heard. The balloon dilatation catheter was removed intact, no component of the device detached within the pt anatomy. The clinician noted, a "small perforation" of the ureter. The procedure was aborted. The pt was hospitalized overnight for observation and discharged to home the next day. The pt condition is reported as stable with no sequelae.

Manufacturer narrative:
This device is currently being evaluated by the manufacturer. Therefore, a failure analysis is not available and we are unable to determine the relationship between this device and the cause for this event.